Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that other medical issues made it impossible to evaluate whether their issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device had still not helped with reducing their urgency issues. On the call, stim was on p3 at 1.1 and they were feeling stim in their lower hip. It was stated that it became ¿extremely irritating¿ when increasing stim. They then tried all the programs and the patient felt ¿stim in either hip, ankle, or foot.¿ it was noted that program 7 felt the best and was closest to the pelvic floor. It was recommended that they monitor their symptoms after making the change and follow up with their healthcare provider if not resolved. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the consumer on (B)(6) 2020. In response to the inquiry for the circumstances that led to the patient¿s feeling stimulation in their hip, ankle or foot the patient replied that they ¿had just stood up,¿ and the left lower quadrant of their left thigh had started throbbing. In response to the inquiry for what steps had been taken to resolve the issue and if it had been resolved the patient replied that they changed the program on the interstim and that ¿for the most part, yes,¿ (it had resolved.) There were no further complications reported.